Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records for the device component found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. A review of the finished good lot found no discrepancies when the device was released to stock. Evaluation of the returned component found that the catheter material and internal wires were cut 6.1 cm from the tip of the catheter, with wires exposed. At the cut site, foreign substance was found on the catheter material. There was a foreign residue covering the inside of the connector. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was unable to confirm the reported complaint of leaking. The supplier determined that the condition of the device was due to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The serial number has been provided and included in this report.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by ous affiliate, a microsensor leaked during the procedure. There was no adverse event on patient; no delays were reported. As reported by ous affiliate, the microsensor: " was removed and further action is unknown."